Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during disconnection of the infusion site from the pump, the patient noticed blood coming out of the infusion site. The home care patient reported that their blood glucose levels rose to 235 mg/dl due to the interruption in insulin therapy. The home care patient administered a correction bolus to resolve their high blood glucose. No permanent damage to patient reported.